Event description:
It was reported that a revision surgery was performed due to cup impingement.

Manufacturer narrative:
The devices reportedly utilised in this case were implanted in an off-label application in the USA, as the r3 metal liner is FDA approved for us only with a bhr resurfacing femoral head. The hemi-head (large diameter cocr femoral head) is only approved for use in the USA when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (such as a r3 cocr liner). Further, the manufacturing reporting site address within this report has been corrected, as the manufacturer report number (1020279-2011-00112) cannot be changed to correctly reflect the manufacturing facility number 3005477969 instead of 1020279.